Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that after successfully shocking a patient, the device shutoff. It took several attempts of pressing the power button in order to power device back on. They were able to power their device back on, however , it is unknown what the delay was in powering the device back on. A secondary monitor was being used on the patient and they were able to immediately read the patient's ECG through that monitor. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. However, the customer was unable to provide further details.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that after successfully shocking a patient, the device shutoff. It took several attempts of pressing the power button in order to power device back on. They were able to power their device back on, however , it is unknown what the delay was in powering the device back on. A secondary monitor was being used on the patient and they were able to immediately read the patient's ECG through that monitor. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. However, the customer was unable to provide further details.